Event description:
It was reported that an infant was undergoing circumcision when bleeding from the penis was noted. The bleeding was controlled with pressure and a free tie suture. The physician was of the opinion that the equipment was faulty as the gomco clamp could not be tighten effectively.

Manufacturer narrative:
Clamp has not been returned for evaluation. The age of the clamp is unk. Instructions state: this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described. Prior to initiating the surgical procedure you must insure that the expected clamping function has been properly achieved. Important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique.